Manufacturer narrative:
Initial reporter address and phone were not provided. The meter was returned for evaluation but there was no display in the test mode, so readings could not be added to test the memory.

Event description:
Advocate stated customer's contour had not stored readings in the memory since (B)(6) 2015. No adverse event was alleged. Customer's meter was returned for evaluation. A new one was sent to him.